Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/extrusion and perforation of coils"), uterine perforation ("migration of the device location of device: cornua/perforation: left cornu") and device breakage ("breakage of essure device") in a 41-year-old female patient who had essure (batch no. A22175) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 3 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy- laparoscopy,removal of essure device.).essure was removed on 25-may-2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: new reporters added. Patient demographic information added. Lot number added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping), breakage of essure device and perforation: left cornu added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/extrusion and perforation of coils"), uterine perforation ("migration of the device location of device: cornua/perforation: left cornu") and device breakage ("breakage of essure device") in a 41-year-old female patient who had essure (batch no. A22175) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("severe pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 3 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy- laparoscopy,removal of essure device.), surgery (bilateral salpingectomy- laparoscopy,removal of essure device.) And surgery (bilateral salpingectomy- laparoscopy,removal of essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc (product technical problem ). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/extrusion and perforation of coils"), uterine perforation ("migration of the device location of device: cornua/perforation: left cornu/ malposition of essure device (location of device: uterus)") and device breakage ("breakage of essure device") in a 38-year-old female patient who had essure (batch no. A22175) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen from 2013 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 19 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain, pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish/ psychological or psychiatric problems"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy- laparoscopy,removal of essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complain . Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc (product technical complaint ). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/extrusion and perforation of coils'), uterine perforation ('migration of the device location of device: cornua/perforation: left cornu/ malposition of essure device (location of device: uterus)') and device breakage ('breakage of essure device') in a 38-year-old female patient who had essure (batch no. A22175) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen from 2013 to 2016, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 19 days after insertion of essure. In 2013, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain, pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced anxiety ("mental anguish/ psychological or psychiatric problems"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy- laparoscopy,removal of essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation caused by the device") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent removal of the essure device) and surgery (underwent removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.